Manufacturer narrative:
Patient information not available for reporting this report is for an unknown quantity of unknown 5.0 mm va cannulated screws. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was experiencing postoperative pain and nonunion of the distal femur following implantation of a 4.5 mm variable angle (va) condylar plate and an unknown quantity of 5.0 mm va cannulated screws on an unknown date. All of the 5.0 mm va screws were shifting into varus; there was no sign of plate or screw breakage. A computerized tomography (CT) scan was planned and a revision was very likely. Concomitant devices reported: 4.5 mm va condylar plate (quantity 1). This report is for an unknown quantity of unknown 5.0 mm va cannulated screws. This is report 1 of 1 for (B)(4).